Event description:
Patient enrolled into the create pas trial: tia (new neurological deficit lasting more than 10 minutes but <24 hours) patient initially unresponsive improved over time. Medication administered and patient received a neurology consult and transferred to ICU. The patient recovered without sequelae.

Manufacturer narrative:
Reference MDR 2183870-2008-00049 for the protege rx used in this procedure.